Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-02705 and 1627487-2013-02706. It was reported the pt could no longer feel stimulation in his back and felt pocket stimulation and pain at his ipg site when he increased the amplitude. He stated the pain subsided when stimulation was turned off. Follow-up indicated reprogramming was unable to resolve the issue. It was reported the pt only felt stimulation at 19ma with the left lead, and pocket heating occurred after stimulation was on for 2-3 minutes. The pt would like his system explanted. Surgical intervention will be undertaken at a later date.